Manufacturer narrative:
(B)(4). Analysis of the lead found no significant anomalies, including insulation stretched.

Event description:
The manufacturing representative reported there were high impedances measured on the day of surgery. Electrode 1, electorde 2, and the case were noted to be displaying the impedance issue. An external neurostimulator (ens) was used again to test for motor and sensory responses. It was thought that the impedance issue was due to a ¿bad¿ implantable neurostimulator (ins) after using the ens, so a different ins was used. This was the point it was realized to be a lead issue. The implanted lead was removed and replaced and the issue was resolved. No patient symptoms were reported. The devices were being sent back for analysis. If any additional information is received, a supplemental will be submitted.